Event description:
Device did not have an audible tone. It was stated that the customer was hospitalized two months prior to the call because their pump did not alert them when they were out of insulin. Troubleshooting was performed. The audible tone could not be heard.